Manufacturer narrative:
The investigation of pump stop has been completed. The clinical details state that according to the physician, the patient cut the cable on the red plug-in. The patient is stable. The returned product shows the catheter cut and the kink protector removed from the red pump plug. The data logs also confirm an electrical open pump stop and ps going out of range at the same time. The root cause of the pump stop is due to open electrical lines due to excessive force. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27675. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27675 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that according to the physician, the patient cut the cable on the red plug-in. The patient was stable. A new impella implantation was not planned at this time.

Manufacturer narrative:
The impella pump was returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿